Manufacturer narrative:
Date of event: aware date of 12jul2022 used as event date is unknown.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). At unknown date post procedure, the patient experienced a cerebral vascular accident and died.